Manufacturer narrative:
Device evaluation: one smiths medical 21-2120-0103-01 was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal had a bubble. Review of the event history log showed occurrences of "cassette not attached properly" alarms. The reported issue was not able to be duplicated during the investigation. The downstream occlusion sensor was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "cassette not attached" alarm. The event occurred during test. No adverse patient effects were reported.